Manufacturer narrative:
Section d1, d4: correction. Section h4: additional information. Manufacturer's investigation conclusion: the investigation confirmed a no external power alarm via the submitted log file. The stored patient speed was set to 5,700 rpm and the low speed limit was set to 5,400 rpm. The analysis of the log files revealed 3 (three) no external power events while the system was operated on mobile power unit and on battery power. The no external power events did not affect the controller¿s ability to operate the pump at the set speed; the pump maintained a speed above the lsl without issue throughout the log files. There were no other unusual events captured within the log files. Based on the log file review, the no external power events appear to be caused by the patient disconnecting both leads to change over power sources; however, as the system controller was not returned for analysis, the exact cause for the observed no external power events cannot conclusively determined based solely on the log file review. Attempts were made to obtain additional information from the customer regarding the event and the return of the equipment; however, no response received. Section 5 of the heartmate iii patient handbook addresses all alarm conditions including no external power alarms. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device serial number was requested but was not provided, therefore the UDI is also unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2019 the patient's log files were sent for review and 3 no external powers were seen on the mobile power unit (mpu) and batteries. These events appeared to be caused by the patient disconnecting both leads to change over power sources, but the cause was never confirmed. There were no other unusual events seen within the log files.